Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there were no indications that the patient's smart programmer was hacked. To resolve the shocking sensations an impedance check completed and all normal parameters. Program was changed. Date was 5/1 or 5/15. It was reported that the issue was resolved. Patient was told to follow up if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a new smart programmer and they would need to do an MRI. The patient was instructed how to activate MRI mode and confirmed full body eligible. During the call, the patient confirmed their therapy said MRI had been activated. The patient mentioned they had an MRI on (B)(6) 2025 and they got shocked so they stopped it. The patient said a manufacturer representative (rep) was involved with the therapy and the rep changed the patient's therapy settings to program 4 on (B)(6) 2025. The patient said they did not discuss the shocking sensation they felt with their doctor because when the patient went to the doctor's office they met with the rep but not the doctor and that was the time the rep changed the set up of the their therapy. The patient said they got shocked twice--the first time was when they did an MRI and the second time the patient said they had no idea why it happened. The patient said something happened with the therapy system or somebody got into their smart programmer. The patient was redirected to their healthcare provider (hcp) if they felt the shocking sensation again.